Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked and contained moisture and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2018 with the following findings: during investigation, the battery compartment was cracked and the returned battery cap was undamaged and able to fit. There was evidence of moisture corrosion observed in the battery canister. A leak test failed due to a battery compartment leak. The pump was unable to power up and was completely unresponsive due to moisture corrosion. The reported ¿power¿ complaint was duplicated. The pump¿s cover was removed and there was no further moisture corrosion or any intermittent condition found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.